Event description:
During the implant procedure, the ventricular setscrew on this header would not engage the lead. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
The ventricular setscrew was not working properly during the implant procedure. The analysis on this device is pending.

Event description:
During the implant procedure, the ventricular setscrew on this header would not engage the lead. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
(B) (4) the ventricular setscrew was not working properly during the implant procedure. The analysis on this device is pending. (B) (4)